Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a scan timeout error with adc device. As a result, the customer had a seizure and a loss of consciousness and was provided an injection of glucagon by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a scan timeout error with adc device. As a result, the customer had a seizure and a loss of consciousness and was provided an injection of glucagon by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.